Event description:
It was reported the offset flex clamp broach handle broke during the procedure. There was no harm or impact to patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been received yet.

Manufacturer narrative:
Reported event was confirmed via pictures. Visual examination of the provided pictures identified the strike plate has fractured from the handle. Additionally, the handle is covered in bio-debris so no further detail can be seen. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.